Event description:
The following information is from an article published in percutaneous closure of a persistent left superior vena cava connected to the left atrium; "international journal of cardiology": one week after implant of an 18mm amplatzer septal occluder in a distal left superior vena cava (lsvc), a thrombus was observed on the proximal part of the aso. A low dose aspirin was prescribed for at least three months. The patient remains free of symptoms.

Manufacturer narrative:
We have not received further details surrounding these events to perform a thorough investigation at this time. Should further information become available, we will notify you in a follow-up report.